Event description:
A "replace sensor" error message was reported with the adc (abbott diabetes care) device and was unable to obtain readings. The customer experienced shakiness and sweating and was provided tea with sugar for treatment by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc (abbott diabetes care) device and was unable to obtain readings. The customer experienced shakiness and sweating and was provided tea with sugar for treatment by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no issue was observed with the returned sensor patch. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with an event log 21 is an indication that the sensor had terminated due to an error. However, due to the sensor terminating off body, the error had occurred after the sensor was removed from the user and had no impact to the reported complaint. Visual inspection has been performed on the sensor plug and broken plug corner was observed. Extended investigation and visual inspection has been performed on the returned sensor and broken plug corner was observed. The broken corner of the plug physically impinged upon the seal between the connector and the sensor which caused a gap to form between the two connector seal surfaces which results in a full or partial disruption of the connection between the sensor and the pcba (printed circuit board assembly). The damaged plug corner which was observed determined to cause the failure, therefore, this issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.